Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and the camera was replaced. The system passed all tests and was performing as intended. Codes 10, 4203 and 4307 are applicable to this analysis. H2/h3/h6: the camera was returned and analyzed. The camera powered up on the test bench without the amber fault light on. A check of the event log showed intermittent failures for illuminator voltage high, battery voltage low, and sensor voltage high and low. The camera passed an accuracy test (aak) at .20 mm. It was determined the failure was due to the illuminator voltage being out of range. Codes 10, 4203 and 4307 are applicable to this analysis. Analysis provided the lot number of the camera which is p720616. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information was received stating that the system remained on and the camera connected for over an hour. The manufacturer representative checked the ndi toolbox and all system statuses were okay. In the ndi event logs both the polaris spectra system control unit (scu) and positioning sensor unit (psu) had errors/faults. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. Other relevant device(s) are: product ID: 973536r, lot/serial #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and is still under investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the site was receiving a localizer not connected while the system was being powered on. The site rebooted the system and the issue resolved for a short period of time. There was less than an hour delay in the case. No impact on patient outcome.